Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon attempting to interrogate the implantable cardioverter defibrillator, it was discovered that the device was unable to be interrogated. On (B)(6) 2020, the device was explanted and replaced. The patient was in stable condition before and following the procedure.

Manufacturer narrative:
(B)(4). The event of unable to interrogate the device was confirmed. A longevity calculation was performed using default settings and showed the battery depletion was premature. Due to the low battery voltage, the cause of loss of wireless communication was determined to be due to premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received stated that the device was at end of life and the battery was dead.